Manufacturer narrative:
Of the 47 originally reported malfunctions, three were reassessed for reportability and determined to be reportable as serious injury, and was reported under emdr¿s 2020394-2020-00091, 2020394-2021-80159, and 2020394-2020-05960, and one was reassessed for reportability and determined to be reportable as death and reported under emdr¿s 2020394-2020-05356. Of the 43 remaining malfunctions, 34 lot numbers were provided, and the lot history reviews were performed. Of the 43 reported malfunctions, samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received for 15 malfunctions. For nine malfunctions, the investigations are confirmed for perforation. For 29 malfunctions, the investigations are inconclusive for the perforation. For two malfunctions, the investigations are confirmed for perforation of the inferior vena cava and filter migration. For two malfunctions, the investigation is confirmed for perforation of the inferior vena cava and filter tilt. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and partial deployment; however, the investigation is inconclusive for filter limb detachment. A definitive root cause could not be determined. The devices were labeled for single use. (Corporate lot number: gfuc2335, gfwa4225, gfwh2296, gfui2690, gfya2842, gful1895, gfya2843, gfve2318, gfva3779, gfui2741, gfvd1116, gfua4101, gfwc2312, gfvf2214, gfwc3995, gfvk0250, gfvg2809, gfuk1015, gfue4448, gfuc2338, gfuh3954, gfva2434, gfub1660, gfvi2876, gfvk0248, gfvf4230, gfua4088, gfvf4255, gfua1285, gfue4425, gfwj1325, unknown) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 43 malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All 43 malfunctions involved patients with no patient consequences. Of the 43 patients, 14 patients' ages were reported to be between 29-72 years and two patients¿ weight were reported to be between 158-190 lbs, seven patients were reported as male, and seven patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the 47 originally reported malfunctions, seven were reassessed for reportability and determined to be reportable as serious injury, and was reported under emdr¿s 2020394-2021-80679, 2020394-2020-00091, 2020394-2021-80159, 2020394-2021-80714, 2020394-2021-80716, 2020394-2021-80729 and 2020394-2020-05960, and two were reassessed for reportability and determined to be reportable as death and reported under emdr¿s 2020394-2020-05356 and 2020394-2021-80731. H10: of the remaining 38 malfunctions, lot numbers were provided for 29 malfunctions and the lot history review were performed. The product catalog number for two malfunction was updated as ec500j. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received for 37 malfunctions 21 of the medical records contained images. Therefore, for 24 malfunctions the investigation is confirmed for perforation. For two malfunctions, the investigation is inconclusive for perforation. For four malfunctions, the investigation is confirmed for perforation and migration. For four malfunctions, the investigation is confirmed for perforation and filter tilt. For one malfunction, the investigation is confirmed for perforation and positioning issue; however, it is inconclusive for migration. For one malfunction, the investigation is confirmed for perforation and detachment; however, it is inconclusive for migration. For another one malfunction, the investigation is confirmed for perforation and partial deployment; however, it is inconclusive for detachment and for the remaining one malfunction, the investigation is confirmed for perforation and positioning issue. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfwa4225, gfwh2296, gfui2690, gfya2842, gful1895, gfya2843, gfve2318, gfva3779, gfui2741, gfvd1116, gfwc2312, gfvf2214, gfwc3995, gfvk0250, gfvg2809, gfuk1015, gfuc2338, gfuh3954, gfub1660, gfvi2876, gfvk0248, gfvf4230, gfua4088, gfua1285, gfue4425, gfwj1325, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 38 malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All 38 malfunctions involved patients with no patient consequences. Of the 38 patients, 36 patients' ages were reported to be between 26-84 years and nine patients¿ weight were reported to be between 153-307 lbs, seventeen patients were reported as male, and seventeen patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the 47 reported malfunctions, 2 was reassessed for reportability and determined to be reportable as a serious injury and death, and were reported under emdrs 2020394-2020-00091 and emdr number 1678364. H10: out of the remaining 45 devices, 36 lot numbers were provided, and the lot history reviews were performed. Of the 45 reported malfunctions, samples were not returned to the manufacturer for inspection/evaluation; 5 medical records were received. Filter perforation was confirmed for 5 of the devices. The remaining malfunctions are inconclusive for the reported issue as no objected evidence was provided for review. A definitive root cause could not be determined. The devices were labeled for single use. H10: g4, d4(lot number: gfuc2335, gfwa4225, gfwh2298, gfui2690, gfya2842, gful1895, gfya2843, gfve2318, gfva3779, gfui2741, gfvd1116, gfua4101, gfwc2312, gfvf2214, gfwc3995, gfvk0250, gfud2548, gfvg2809, gfuk1015, gfue4448, gfuc2338, gfuh3954, gfva2434, gfub1660, gfvi2876, gfvk0248, gfwf3267, gfvf4230, gfua4088, gfvf4255, gfua1285, gfue4425, gfwj1325) h11: g1, b5, d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty-five malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All forty-five malfunctions involved patients with no patient consequences. Ages for six patients ranged from 29 to 66 years old. Four patients are female and two are male. One patient was 190lbs. The remaining ages, weights, and genders were not provided.

Event description:
This report summarizes forty-seven malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All forty-seven malfunctions involved patients with no patient consequences. Ages for six patients ranged from (B)(4) to (B)(4) years old. Three patients are female and (B)(4) are male. One patient was 190lbs and another patient was 129 kgs. The remaining ages, weights, and genders were not provided.

Manufacturer narrative:
H10: of the 47 reported malfunctions, (B)(4) was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr (B)(4). H10: of the remaining (B)(4) devices, (B)(4) lot numbers were provided, and the lot history reviews were performed. Of the (B)(4) reported malfunctions, none of the devices were returned; 5 medical records were received. Filter perforation was confirmed for 4 of the devices and inconclusive for one. The remaining malfunctions are also inconclusive for the reported issue as no objected evidence was provided for review. One of the 47 devices had product catalog number and lot number updated to unk filter and unknown. A definitive root cause could not be determined. The devices were labeled for single use. H10: g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 47 originally reported malfunctions, seven were reassessed for reportability and determined to be reportable as serious injury, and were reported under emdr¿s 2020394-2021-80679, 2020394-2020-00091, 2020394-2021-80159, 2020394-2021-80729 ,2020394-2021-80714,2020394-2020-05960, 2020394-2021-80716, and two were reassessed for reportability and determined to be reportable as death and reported under emdr¿s 2020394-2020-05356 and 2020394-2021-80731. H10: of the remaining 38 malfunctions, lot numbers were provided for 29 malfunctions and the lot history review were performed. The product catalog number for two malfunction was updated as ec500j. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed for 37 malfunctions of which 22 included images. Therefore, for 24 malfunctions the investigation is confirmed for perforation. For two malfunctions, the investigation is inconclusive for perforation. For four malfunctions, the investigation is confirmed for perforation and migration. For one malfunction, the investigation is confirmed for perforation and positioning issue. For one malfunction, the investigation is confirmed for perforation and positioning issue; however, it is inconclusive for migration. For four malfunctions, the investigation is confirmed for perforation and filter tilt. For one malfunction, the investigation is confirmed for perforation and detachment; however, it is inconclusive for migration. The remaining one malfunction is confirmed for perforation, detachment but inconclusive for partial deployment. Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4(corporate lot number: gfwa4225, gfwh2296, gfui2690, gfya2842, gful1895, gfya2843, gfve2318, gfva3779, gfui2741, gfvd1116, gfwc2312, gfvf2214, gfwc3995, gfvk0250, gfvg2809, gfuk1015, gfuc2338, gfuh3954, gfub1660, gfvi2876, gfvk0248, gfvf4230, gfua4088, gfua1285, gfue4425, gfwj1325, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 38 malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All 38 malfunctions involved patients with no patient consequences. Of the 38 patients, seventeen patients were reported as male, and seventeen patients were reported as female. 36 patients' ages were reported to be between 26-84 years and 10 patients¿ weight were reported to be between 153-307 lbs. All other patient details were not provided.

Event description:
B5: this report summarizes forty-four malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All forty-four malfunctions involved patients with no patient consequences. Ages for nine patients ranged from 29 to 71 years old. Four patients are female and six were male. One patient was 190lbs. The remaining ages, weights, and genders were not provided.

Manufacturer narrative:
H10: of the 47 originally reported malfunctions, three were reassessed for reportability and determined to be reportable as serious injury, and was reported under emdr¿s 2020394-2020-00091, 2020394-2020-05356, and 2020394-2020-05960. H10: 35 lot numbers were provided, and the lot history reviews were performed. Of the 44 reported malfunctions, samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received for 10 malfunctions. Eight are confirmed for perforation, 1 is confirmed for perforation and tilt, and one malfunction is inconclusive for perforation. The remaining 34 malfunctions are inconclusive for the perforation as no objected evidence was provided for review. A definitive root cause could not be determined. The devices were labeled for single use. H10: g4, d4(corporate lot number: gfuc2335, gfwa4225, gfwh2298, gfui2690, gfya2842, gful1895, gfya2843, gfve2318, gfva3779, gfui2741, gfvd1116, gfua4101, gfwc2312, gfvf2214, gfwc3995, gfvk0250, gfud2548, gfvg2809, gfuk1015, gfue4448, gfuc2338, gfuh3954, gfva2434, gfub1660, gfvi2876, gfvk0248, gfvf4230, gfua4088, gfvf4255, gfua1285, gfue4425, gfwj1325, unknown)

Manufacturer narrative:
H10: of the 47 originally reported malfunctions, three were reassessed for reportability and determined to be reportable as serious injury, and was reported under emdr¿s 2020394-2020-00091, 2020394-2020-05356, and 2020394-2020-05960. H10: 35 lot numbers were provided, and the lot history reviews were performed. Of the 44 reported malfunctions, samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received for 10 malfunctions. Eight are confirmed for perforation, 1 is confirmed for perforation and tilt, and one is inconclusive for perforation. The remaining 34 malfunctions are inconclusive for the perforation as no objected evidence was provided for review. A definitive root cause could not be determined. The devices were labeled for single use. H10: g4, d4(corporate lot number: gfuc2335, gfwa4225, gfwh2298, gfui2690, gfya2842, gful1895, gfya2843, gfve2318, gfva3779, gfui2741, gfvd1116, gfua4101, gfwc2312, gfvf2214, gfwc3995, gfvk0250, gfud2548, gfvg2809, gfuk1015, gfue4448, gfuc2338, gfuh3954, gfva2434, gfub1660, gfvi2876, gfvk0248, gfvf4230, gfua4088, gfvf4255, gfua1285, gfue4425, gfwj1325, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty-four malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All forty-four malfunctions involved patients with no patient consequences. Ages for nine patients ranged from 29 to 71 years old. Four patients are female and six were male. One patient was 190lbs. The remaining ages, weights, and genders were not provided.

Event description:
This report summarizes forty-seven malfunctions. The information received indicated that model ec500f vena cava filter allegedly experienced perforation. These reports were received from various sources. All forty-seven malfunctions involved patients with no patient consequences. Patient ages ranged from 29 to 67 years old; 3 female and 3 male patients. One patient was 190lbs, the second patient was 129 kgs. Age, weight, and gender were not provided for forty patients.